Event description:
Co service dept reported the following info: (1) a c1000 was returned for service. Return reason: check over. (2) co's service technician noted that the fill tube leaked during pressure check. (3) the fill tube was visually disconnected from the manifold. If the unit were to be filled, liquid oxygen would leak out the top case vents from the fill tube at the start of fill. The homecare provided(hcp) confimrmed no injury is associated with this device.